Event description:
Facility alleged that one of the rails will not latch. No injury reported.

Manufacturer narrative:
Technician found the latch area dirty and gunked up. Cleaned the area to resolve this issue.